Event description:
It was reported that the customer was inserting the anchor into the pt when the anchor broke. The operation was completed on (B)(6) 2009.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.